Manufacturer narrative:
Us reporting agent notified on: (B)(6)2015. Manufacturing site evaluation: evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). Needle detachment during opening of package.